Event description:
The reporter called and alleged a discrepant results when compared to the lab for two patients. The reported device results were 8.0 and 8.0 inr. The corresponding lab result reported were 4.5 and 3.9 inr. The patient's coumadin was held. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Information on the medwatch form is on the second patient. The reporter did not have any information for the first patient.